Event description:
The MFR received info alleging the internal battery was not lasting as long as expected. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The service eval found that the battery was unable to reach full charge capacity due to normal wear associated with rechargeable batteries. The device's internal battery was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.